Event description:
It was reported that a 66-year-old caucasian female patient underwent a breast reconstruction revision surgery with implantation of a 300cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with bilateral rupturing of her breast implants and bilateral capsular contracture of the breasts. However, no baker grade rating was provided. As a result, the patient is scheduled for removal on (B)(6), 2022. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left breast implant. Refer to manufacturing report number 1645337-2022-10013 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: rupture, capsular contracture. Date of explantation: (B)(6), 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 15, 2022, mentor was notified that the patient's surgery was rescheduled. Date of explantation: (B)(6) 2023 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 04, 2023, mentor was notified that the patient's surgery was rescheduled for (B)(6) 2023. On january 26, 2023, mentor became aware that the patient underwent bilateral removal and replacement with 375cc mentor memorygel xtra breast implants. On january 30, 2023, the mentor analysis lab received the suspect medical device for evaluation. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 06, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Mentor conducted a visual inspection and leak testing of the device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).